Event description:
The customer reports that the hologic mammography workstation is retrieving rejected images from historical exams from pacs. There was no reported pt injury associated with this event.

Manufacturer narrative:
A f/u report will be submitted when the investigation is complete. (B)(4).